Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 374 mg/dl. The suspected cause was due the customer consuming coffee cake. The customer delivered a corrective bolus. Subsequently, it was reported that the customer had experienced a bg level of 55 mg/dl. Reportedly, the suspected cause was due to the delay in delivering a bolus after the customer had eaten. The customer drank juice to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.